Event description:
The customer reported that the images on the system whited out during fluoro. An alternate c-arm was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the interconnect cable and checked the workstation power supply at 5.15 vdc. He tested the fluoro/hlf while flexing the high voltage cable and verified kv tracking and image resolution were in specification. The system is operating as intended.